Manufacturer narrative:
Investigation summary: bd received 10 samples and three photos for investigation. The photos were reviewed and showed a luer lok access device with blood in the holder, another shows the sleeve not fully retracted, and a third includes the tyvek label displaying the catalog number, batch number, and expiration date. Additionally, the 10 customer samples along with 48 retention samples from bd inventory, were evaluated by visual and functional inspections. All units passed inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage during injection/blood/urine collection via customer photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, the needle sleeve of two devices failed to retract causing blood to drip. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, the needle sleeve of two devices failed to retract causing blood to drip. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.